Event description:
It was reported that the patient received a vibratory alert for low lead impedance. Patient continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.